Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was no provided. The device sample is needed to evaluate and confirm the alleged defect reported. Customer complaint cannot be confirmed. No root cause can be determined. No corrective actions can be assigned. If the device sample becomes available this report will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the device "is not adequately humidifying trach patients", causing a build up of dried secretions in the tracheostomy tube. No patient injury or complication was reported.